Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient had been sitting "cross legged" in a chair, their legs "fell asleep" so they tried to move their legs, and when they did the stimulation went into "overdrive" on its own. The stimulation was so bad that the patient was incapacitated and could not breathe. They turned the stimulation off, and felt residual stimulation for 30 minutes after turning it off, and had been feeling a constant tingle in their right leg for about two weeks. Additionally, the patient's back was hurting more where the lead wires were placed. It was noted the ins was installed for their hip pain and leg pain. There were no reports of trauma, falls, electromagnetic interference, etc. They were redirected to see the doctor to have the ins and the leads checked. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial(B)(4) implanted: (B)(6)2018 product type lead product ID 977a260 serial(B)(4) implanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her settings were adjusted. The patient reported that her doctor wasn¿t able to determine the reason why her back was hurting where the leads were placed and why stimulation went into ¿overdrive¿ causing her to become incapacitated and unable to breathe. The patient reported that the reason for why her right leg had a constant tingle since stimulation went into ¿overdrive¿ was that the settings weren¿t ideal for her specific pain circumstances. The patient reported that the physician¿s assistant thought the pain may be related to healing spasms or body accepting foreign matter. The patient was to continue monitoring. No further complications were reported.